Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed the pacemaker had migrated in the patients body. The physician elected to explant and replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
The reported event of device migration could not be confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.